Event description:
The customer reported that the manual probe of an lh 500 hematology analyzer was dripping several drops of fluid. The customer was wearing personal protective equipment consisting of gloves and lab coat and no exposure or injury was reported. No erroneous patient results were generated and there was no change to patient treatment in connection with this event. The customer was unable to resolve the leak with the help of the customer technical support over the phone and had requested for service of the instrument. Beckman coulter field service engineer (fse) was dispatched and discovered that the blood sampling valve (bsv) probe was bent, causing fluid to drip. The fse proceeded to replace the bsv and issue was resolved. Failure mode was determined to be a bent bsv probe.

Manufacturer narrative:
(B)(4).